Event description:
It was reported that while using bd preset¿ arterial blood collection syringe the following information was provided by the initial reporter: "the doctor ordered a re examination of the patient's blood gas analysis results at 17:00 on (B)(6) 2023. At 17:05, the nurse took out an arterial blood sampler from a drawer and opened it to puncture the patient. After inserting the needle, blood returned, but the blood could not automatically enter the needle barrel. Therefore, the needle was pulled out, causing bleeding at the puncture site. The patient was immediately pressed with a cotton swab. Later, it was discovered that there were small cracks in the needle tube.'

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6) medicine. H.6. Investigation summary: material #: 364314 lot/batch #: 2333838 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.